Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection of the homechoice cassette supply line from the supply bag was reported, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of three of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a disconnection of the homechoice cassette supply line from the supply bag that led to this alarm. Renal therapy services (rts) assisted with ending therapy, advised the patient to start over with all new supplies, and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.